Manufacturer narrative:
Patient information was refused by the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the x-ray tech was taking a spin with system and although the spin was completed the x-ray tech could see the rotor lights still moving. It was also stated the system was having issues communicating with the navigation system. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.